Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes therapy consultant that the customer had been hospitalized twice due to low blood glucose readings. The customer's blood glucose reading was unknown. The customer did not know if the low reading was caused by the insulin pump. No further details were provided.